Event description:
Pt had jones tube inserted into right eye. Attempted with 18mm medpore wrapped jones tube; tube broke, all pieces recovered. Attempted with 20mm medpore wrapped jones tube, tube broke all pieces recovered. 3rd attempt with a smaller, plain jones tube successful.